Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the tight ostium of the left anterior descending artery. The 4.50 x 28mm rebel bare metal stent was implanted at 12 atmospheres and postilated with a 5.00 x 12mm nc balloon. The stent was not damaged before it was implanted. Afterward angiography revealed a grade ii residual thrombus in the proximal segment of the stent and stent fracture was suspected. A non-boston scientific drug eluting stent was then implanted and adequate height was observed without adverse angiographic alterations. There were no further patient complications and the patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the tight ostium of the left anterior descending artery. The 4.50 x 28mm rebel bare metal stent was implanted at 12 atmospheres and postilated with a 5.00 x 12mm nc balloon. The stent was not damaged before it was implanted. Afterward angiography revealed a grade ii residual thrombus in the proximal segment of the stent and stent fracture was suspected. A non-boston scientific drug eluting stent was then implanted and adequate height was observed without adverse angiographic alterations. There were no further patient complications and the patient status was stable.